Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer replaced pump supplies and resumed insulin therapy. Ultimately, the customer reverted to an alternate method of insulin therapy. Customers blood glucose was 500 mg/dl.